Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, brown particles, crease fold, calcification in the surface of the device, wear abrasion and the device was found to be underweight. A microscopic analysis was performed which found one crease sharp in the radius side and also stress marks. Based on the device analysis, the final assessment is a crease(sharp) in the radius side.

Event description:
Health professional reported right side rupture, and "mild contracture" baker grade unspecified. Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture, and "mild contracture" baker grade unspecified. Device was explanted.